Manufacturer narrative:
The patient declined to provide treatment site information, and no device details (including device model, serial number, or facility information) were provided at the time of complaint intake. As a result, the specific device involved in the reported event could not be identified. Additionally, the patient did not provide any images of the reported scarring for evaluation. Due to the lack of device identification and site information, a service work order could not be generated and further investigation into the device performance could not be conducted. Lack of images of the patient could not allow for the cynosure lutronic medical director to evaluate. Therefore, the root cause of the reported event cannot be determined based on the information available. Serious injury of scarring was reported therefore the event is reportable per FDA medical device reporting title 21 cfr part 803 since a serious injury occurred.

Event description:
It was reported that approximately one year ago a patient sustained a severe burn during an unknown treatment performed using an unspecified device, resulting in a deep, pitted scar. The patient initially believed the injury was due to negligence by the service provider but later stated they were informed that the injury may have been caused by the device operating at an excessively high wavelength setting. The patient indicated that photographic documentation of the injury and subsequent treatment progress is available.